Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, there was evidence of a short battery life illustrated with 30 counts voltage drop leading to a cs 128 alarm. The battery compartment was found to be cracked. There was evidence of moisture corrosion found in the battery canister. A leak test failed due to a battery compartment leak. The pump alarmed with a cs 177 warning upon confirming the verification screen. The reported "short battery life" complaint was duplicated. All currents readings were within specification. The pump's cover was removed and there was no further moisture ingress found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment had moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.